Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions.. The patient did not allege any harm or injury because of the alleged issue. The patient indicated that she wore the pump at the beach that day. She claimed that she was getting a lot of not primed messages and the pump froze. The patient also claimed that the pump would not respond to button presses. The patient reportedly removed the battery and noticed that the battery was warm to touch. She denied observing corrosion or moisture anywhere on the pump. She denied getting injured from the warm pump. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to keypad button presses. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on testing, all of the keypad buttons were responsive. The keypad cover was removed for investigation and did not reveal any contamination or defects. The pump was removed from its case for investigation and revealed corrosion on the interior pump surfaces, including the keypad connector and the surrounding components.